Event description:
It was reported that device is intermittently beeping and status indicator shows "do not use". No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. The investigation could not duplicate, but the device's log confirmed that a defib charge fail message occurred. The cause of the error in inconclusive, but a failing test indicated that a voltage regulator (result code 932) was not producing a regulated output. The loss of this regulator in the circuit would cause an excessive amount of current draw from battery. In doing so, the current draw could cause the device to trigger a defib charge fail error if the capacitor did not charge in the time period specified by the device software. A secondary finding was that a capacitor (result code 751) was no longer present on its circuit board. It is suspected that it occurred during manufacturing process of the device. The capacitor would not contribute to error codes and the device would still be capable of performing energy delivery. Both components were replaced and the device passed all acceptance testing and was returned to the customer.